Manufacturer narrative:
The device was received, evaluated and retained by this manufacturer. A physical examination revealed the unit was returned inside the dispenser coil. The catheter was broken after the second strain relief. Braid was visible but not damaged. The dispenser coil was flushed from the distal port and the catheter was removed without restriction. No defect or contamination was visible inside the dispenser coil. Except for the breakage, no other defects were found on the catheter that could explain the difficulty felt by the physician. All dimensions that could be measured were found to be within specficiation. A coating confirmation test was carried out to check the presence of coating on the shaft, however, coating damage was evident. Friction inside the dispenser coil when the physician tried to remove the catheter probably caused the coating damage. No other complaints have been received for this particular batch of devices. The device history record has been reviewed and no issues or discrepancies were found which potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications.

Event description:
A renegrade microcatheter was being prepared for use during a therapeutic emblolization procedure. Upon attempting to remove,the catheter from the packaging, the catheter separated from the hub. Another catheter was used instead.